Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim device was used during a apical vault suspension procedure performed on (B)(6), 2014. The procedure was completed without complications. According to the complainant, on (B)(6), 2014, the patient presented with recurrent anterior prolapse. The resolution of this event is currently unknown. On (B)(6) 2014, the patient also presented with apical vaginal shortening of greater than 1cm. No actions have been taken to treat this event. Both events were assessed by the investigator as mild, pelvic floor related, and possibly related to the procedure, study device, and delivery device.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.